Event description:
It was reported that this right ventricular lead was explanted three days post implant due to unknown product performance issue. The reason was not provided. Another rv lead was successfully placed. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.